Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device returned, as noted in describe event or problem, foreign material was discovered in the device. Material deformation in the channel and nozzle was preventing reprocessing from being able to remove all foreign material from the device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their olympus evis exera iii gastrointestinal videoscope due to an air/water flow issue. According to the initial reporter, the water comes through very weakly, and no air supply is there at all. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was confirmed that foreign material was present on the device. This report is being submitted to capture the foreign material discovered during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handling or physical stress. The event can be detected by following the instructions for use (IFU) which state: operation manual: preparation and inspection: inspection of the endoscope: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ operation manual: inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function. IFU states the following reprocessing method for the a/w nozzle and channel. Reprocessing manual: reprocessing the endoscope (and related reprocessing accessories): precleaning the endoscope and accessories: ¿ flush the air/water channel with water and air_ caution: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ flush the air/water channel with detergent solution." If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 07-apr-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.